Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00469. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostic testing was performed, and high impedances were found on contacts 9-16. In turn, an x-ray showed a possible kink near the anchor site on the right lead. As a result, surgical intervention may occur later to address the issue. It is unsure which lead is affected, so both leads are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the leads were explanted and replaced, which resolved the issue.